Event description:
It was reported that the patient had experienced coupling and/or communication issues with his implantable neurostimulator (ins). The antenna locator was used to interrogate the ins and the feature said 42-44 no 4 as the max. The patient could not get more than 2 bars for coupling. On (B)(6) 2011, it was noted that the patient had swelling around the ins site and that device potentially flipped in the pocket. The manufacturer representative reported that the swelling would be watch due to the fact that it was a new ins. On (B)(6) 2011, the patient had a pocket revision. The ins was almost at a "right angle" to the incision. After the revision, the ins was recharged and tested and at least 6/8 couplings bars were black with no difficulty. It was reported that the physician did not want to reattempt the coupling test for a complete 8/8 coupling. He felt that 8/8 coupling could be accomplished without difficulty but did not want to reattempt due to the sterile environment. It was reported that the patient had good stimulation.